Manufacturer narrative:
The troponin reagent lot number was 523685 with an expiration date of 31-jul-2022. The customer provided a picture of the sample tube. The investigation found the sample to be hemolyzed. The customer's calibration and qc results were ok. The investigation reviewed the system's alarm trace and found sample-related alarms that indicate a sample pre-analytical handling issue. Based on the provided information, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient tested on a cobas 8000 e 801 module. The patient's initial result was reported outside the laboratory. The patient had a new sample collected three hours later, and the troponin result did not correlate with the initial sample. The customer performed repeat testing with the initial sample. At 12:01, the patient's initial troponin result was 187 pg/ml with a data flag. Three hours later, the patient's new sample had a troponin result of 17 pg/ml. At 14:43, the patient's repeat troponin result with the initial sample was 17.3 pg/ml with a data flag. The customer determined the troponin result of 17 pg/ml was correct. The troponin reagent lot number was 523685 with an expiration date requested but not provided.